Event description:
It was reported via documentation from startright that customer was no longer using continuous glucose monitoring due to insurance reasons. It was reported that customer had high blood glucose after taking care of ill parent. Customer's blood glucose was 469 mg/dl and did not want to troubleshoot due to going to see healthcare professional.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.